Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the reported problem. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a vinci-assisted surgical malignant hysterectomy procedure, the customer informed the technical support engineer (tse) they were not able to get the bipolar energy to fire. The customer was able to complete the case but wanted to report the issue. The tse reviewed the system logs, there were no associated logs to report. The tse asked the customer if they experienced and errors when firing bipolar energy. The customer was not in the room at the time of the issue but said the instrument was swapped to another and with no change to bipolar energy activation. The customer was in the process of setting up for another case, so no troubleshooting was performed. The procedure was completed with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) that was replaced was received and failure analysis testing was completed. The iesu energized and cauterized and all ports recognized instruments on a surgeon side console. The bipolar cable may have been defective since no error could be confirmed during failure analysis. A visual inspection was performed. The unit had no significant scratches or dents and the front bezel was in decent condition.

Event description:
Refer to h11 for follow-up information.